Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for hub/collar separation with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield was broken off of needle. The following information was provided by the initial reporter, "as an employee opened the packaging for the bd vacutainer 22 gauge needle , she heard a crack, and saw that the needle cover was broken off."